Manufacturer narrative:
A siemens customer service (cse) was sent to the customer site for system inspection. The cse checked the sample probe to cuvette bottom alignment, the reagent probe 1 (rp1), and the wash dispenses and aspirations. The cse checked the vertically up and down in the sample probe, observed some excessive play left to right, and replaced the sample probe leadscrew, and tightened the pulley. A precision check of 40 replicates was run and the results were acceptable. While the loose pulley and leadscrew could have caused the false low result, this was not confirmed. The cause for the non-reproduced false low advia centaur xp result is unknown. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false low advia centaur xp alpha-fetoprotein (afp) result was observed on a patient sample. The customer performed repeat afp testing on the same patient sample and the result was elevated. The initially low afp result was not reported to the physician. There is no report of patient treatment prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp afp result.